Event description:
It was reported that this right ventricular (rv) lead has been showing a linear increase in the shock impedance to out of range values. No excursions or noisy signals on logbook episodes. Lead calcifications build up was discussed as the possible cause of this increase as no sudden jumps were observed. A max energy synchronized shock was recommended. There have been various red alerts for this impedance condition but were not reported before. According to the field representative, nothing has been done yet and doctors are discussing it. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.